Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including prior cardia surgery, prior myocardial infarction, diabetes, atrial fibrillation, cardiac implantable electronic device, peripheral artery disease, coronary artery disease, copd, heart failure, tricuspid regurgitation. Complications reported included death, stroke, infection, atrial fibrillation, heart failure, pericardial effusion, surgical intervention acute kidney injury, blood transfusion, bleeding; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implantation of a mitraclip in a tricuspid valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.there is no indication of a product issue with respect to manufacturing, design, or labeling. The death referenced in b5 will be filed under a separate medwatch report number. B3: the event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: right heart failure and mortality in patients undergoing transcatheter tricuspid valve interventions.

Event description:
The article "right heart failure and mortality in patients undergoing transcatheter tricuspid valve interventions" was reviewed. The article presented a retrospective multi center study, to evaluate the association between right heart failure (rhf) and mortality in patients with severe tricuspid regurgitation (tr) undergoing transcatheter tricuspid valve intervention (ttvi) and to determine whether clinical rhf status reduces the survival benefit of successful versus failed ttvi. Devices mentioned include (mitraclip, trialign,tricinch, cavi, forma, cardioband, pascal. The article concluded that the presence of at least 2 rhf clinical criteria was independently associated with an increased risk of 1 -year mortality. Procedural success was associated with a lower risk of mortality regardless of rhf status. [The primary author and corresponding author was dr. Marianna adamo at university of brescia, brescia, italy with corresponding email mariannaadamo@hotmail.com]. The time frame of the study was august 2010 and january 2023. A total of 498 patients were included in this study, of which an unknown amount received an abbott device. The average age was 76. The majority gender was female. Comorbidities include prior cardia surgery, prior myocardial infarction, diabetes, atrial fibrillation, cardiac implantable electronic device, peripheral artery disease, coronary artery disease, copd, heart failure, tricuspid regurgitation. Peri and post-procedural complications included death, stroke, infection, atrial fibrillation, heart failure, pericardial effusion, surgical intervention acute kidney injury, blood transfusion, bleeding.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature: article title: right heart failure and mortality in patients undergoing transcatheter tricuspid valve interventions.

Event description:
The article "right heart failure and mortality in patients undergoing transcatheter tricuspid valve interventions" was reviewed. The article presented a retrospective multi center study, to evaluate the association between right heart failure (rhf) and mortality in patients with severe tricuspid regurgitation (tr) undergoing transcatheter tricuspid valve intervention (ttvi) and to determine whether clinical rhf status reduces the survival benefit of successful versus failed ttvi. Devices mentioned include (mitraclip, trialign,tricinch, cavi, forma, cardioband, pascal. The article concluded that the presence of at least 2 rhf clinical criteria was independently associated with an increased risk of 1 -year mortality. Procedural success was associated with a lower risk of mortality regardless of rhf status. [The primary author and corresponding author was dr. Marianna adamo at university of brescia, brescia, italy with corresponding email mariannaadamo@hotmail.com]. The time frame of the study was august 2010 and january 2023. A total of 498 patients were included in this study, of which an unknown amount received an abbott device. The average age was 76. The majority gender was female. Comorbidities include prior cardia surgery, prior myocardial infarction, diabetes, atrial fibrillation, cardiac implantable electronic device, peripheral artery disease, coronary artery disease, copd, heart failure, tricuspid regurgitation. Peri and post-procedural complications included death, stroke, infection, atrial fibrillation, heart failure, pericardial effusion, surgical intervention acute kidney injury, blood transfusion, bleeding.